Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and is currently being evaluated. Results will be submitted to the FDA in a supplemental report.

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens. Approx four months postoperatively, the lens vaulted asymmetrically (z-syndrome). Intervention was required in order to explant the lens and replace it with different iol. Add'l info has been requested.